Manufacturer narrative:
The product was not returned for analysis as it was consumed in the procedure. Attempts have been made to obtain specific information, however, our attempts have been unsuccessful. Based on the reported information, there is no evidence suggesting that the device was defective, but rather related to the patient's preexisting medical condition. The product was successfully used during its initial use. MDR related to this event: 2029214-2017-00333, 2029214-2017-00334, 2029214-2017-00335, 2029214-2017-00336, 2029214-2017-00337, 2029214-2017-00338, 2029214-2017-00339, 2029214-2017-00340, 2029214-2017-00341 .

Event description:
Citation: onyx versus n-bca for embolization of cranial dural arteriovenous fistulas. Rabinov jd1, yoo aj, ogilvy cs, carter bs, hir sch ja. J neurointerv surg. 2013 jul;5(4):306-10. Medtronic received the following report: patient (male, age range 70-79 years) showed progression on 3-month angiography and was treated with alcohol sclerosis and pva particle embolization before surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.